Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to receiver won't turn on. An internal visual inspection was performed and failed due to water damage. Performance data was not reviewed due to receiver won't turn on. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4: weight/weight units - correction. B5: describe event or problem - correction. H2: correction.

Event description:
An internal visual inspection was performed and failed due to water damage. Pictures were taken.